Event description:
In 1998 the patient had a greenfield vena cava filter implanted in the inferior vena cava (ivc). In 2019 a CT scan of the abdomen without contrast was performed. The tip of the filter was approximately 2 cm below the level of the renal veins and demonstrated mild leftward tilt, approximately 13 degrees. A single strut posteriorly extends greater than 3 mm beyond the wall of the inferior vena cava suggestive of strut perforation. The remaining struts do not appear to extend greater than 3 mm beyond the margin of the inferior vena cava although a medial strut extends towards the abdominal aorta. The inferior vena cava is within normal limits in caliber above and below the level of the filter. No further complications were reported.